Event description:
It was reported that: during the procedure, the radial arterial catheter device bent and came apart during use on patient. Additional information: the wire advanced smoothly but om removal, they felt resistance and the wire was noted to be kinked. The procedure was completed by using another insertion site and other device. There was no reported patient harm.

Manufacturer narrative:
Qn# (B)(4). The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. The customer provided three images showing a lidstock and a defective arterial assembly. Visual analysis revealed that the guide wire was fully deployed through the cannula and was kinked in several locations. The customer returned one, opened arterial kit for analysis. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the guide wire was completely deployed through the needle cannula. Kinking was observed on the exposed portion of the guide wire. Microscopic examination confirmed the damage and revealed that the guide wire coils were offset adjacent to the needle bevel. It was also observed that the needle bevel was deformed and damaged. The combination of the offset coils and the damage to the needle bevel prevented the guide wire from being retracted back into the device. Based on the appearance of the damage, the guide wire was likely fully deployed before the needle bevel became damaged. Further analysis with a uv light did not reveal any build-up of adhesive residue anywhere on the sample. The kinking on the guide wire measured 9mm, 16mm, 20mm, and 22mm via calibrated ruler from the distal tip. The guide wire total length from the handle to the distal tip measured 4 9/16" via calibrated ruler, which was within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.390mm via calibrated caliper, which was within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The cannula outer diameter measured 0.0250" via calibrated caliper, which was within the specification limits of 0.0250"-0.0255" per the cannula product drawing. The cannula inner diameter could not be accurately measured as the guide wire could not be retracted without running the risk of damaging the sample. It was also noted that the catheter body was kinked and severed. An attempt to retract the guide wire back through the cannula was performed; however, this was unsuccessful due the damage on the guide wire and needle bevel. Therefore, functional testing could not be performed without the risk of damaging the sample. A manual tug test confirmed that the distal and proximal welds were secure and intact. The damage to the needle bevel was able to be replicated by grasping a bevel from a lab inventory needle using a lab inventory forceps. The severity of the damage would have prevented the guidewire from advancing during use which indicated the damage occurred after the guidewire was deployed in use. The IFU provided with the kit informs the user, "if resistance is encountered d uring guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the appe arance of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procedure, the radial arterial catheter device bent and came apart during use on patient. Additional information: the wire advanced smoothly but om removal, they felt resistance and the wire was noted to be kinked. The procedure was completed by using another insertion site and other device. There was no reported patient harm.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: during the procedure, the radial arterial catheter device bent and came apart during use on patient. Additional information: the wire advanced smoothly but om removal, they felt resistance and the wire was noted to be kinked. The procedure was completed by using another insertion site and other device. There was no reported patient harm.

Manufacturer narrative:
(B)(4).